Event description:
A 2.5mm diameter by 24mm length s660d stent delivery system was inserted in an attempt to direct stent a lesion in the circumflex coronary artery. It was not possible to cross the moderately calcified lesion, therefore, the stent delivery system was pulled back in the coronary artery. Upon removal of the stent delivery system from the femoral sheath, the stent dislodged from the delivery balloon in the femoral artery. The target lesion was then treated with balloon angioplasty using the stent delivery balloon. The pt required surgery to remove the dislodged stent from the femoral artery. The pt was reported to be fine post procedure, however, the next day developed renal failure and required dialysis. The pt has a past medical history of a right renal nephrectomy. The lesion being moderately calcified and not pre-dilated may have contributed to the stent dislodgement.